Event description:
It was reported to boston scientific corporation that a mantis clip was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025. During the procedure, the physician attempted to close a defect with mantis clip. The clip was able to close and lock on tissue; however, it was not deployed successfully. The physician pulled the clip from the tissue and removed it from the scope working channel. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h11: the returned mantis clip was analyzed, and a visual evaluation noted that that the device returned with the clip assembly detached in an open state, with both arms bent. The device showed evidence of full deployment. Microscope inspection confirmed full deployment. Additionally, a photo of a mantis demo was attached for media inspection. No other problems with the device were noted. The reported events of clip unable to release from catheter was not confirmed. Upon analysis, it was found that the clip assembly returned in an open state, with both arms bent and the locking tabs opened, indicating proper deployment. The likely cause of the clip detachment was an attempt to grasp a large amount of tissue and apply a tangential load to the clip assembly. The customer probably tried to grab a significant amount of tissue, causing the yoke to open the locking tabs without activating its arms. This hypothesis was supported by the damage observed on the clip arms. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a mantis clip was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025. During the procedure, the physician attempted to close a defect with mantis clip. The clip was able to close and lock on tissue; however, it was not deployed successfully. The physician pulled the clip from the tissue and removed it from the scope working channel. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event.